Event description:
A surgeon reported that a memory lens iol implanted in the right eye of a patient has been explanted & replaced in late 2007, due to opacification. Minimal corneal edema noted immediately post op. Yag pc performed in 2008. Explant surgeon died. New physician noted central retinal vein occlusion, right eye at the following month visit. Visual acuity reported as 20/40-2 at the next month follow up visit. Prognosis guarded with observation for progression of crvo, right eye scheduled for approx two months later. No further information has been provided.

Manufacturer narrative:
A review of the device history records & sterility records is underway by manufacturing. If any abnormality is found, a follow up report will be provided. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.